Manufacturer narrative:
(B)(4). Batch # n57650. The analysis found that one plee60a device was returned with no apparent damage and with a gst60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the device was not fired over any hard objects or instruments. There were no staples at all seen on the patient side of the cut line, but the specimen side was fine. There were no adverse consequences for the patient and the procedure was completed laparoscopically, however, the surgeon left a drain in the patient which is not standard procedure for this surgeon. The specific reason the drain was necessary was not known. Additional information requested and received: was the drain placed as a precaution only? Please explain. As far as I know. Was the post-operative care changed based on the event or drain placement (extended hospital stay, etc.)? Not that I am aware of. The only change in the normal course of the procedure is that he had to suture close the defect and placed a drain. What is the current patient status? Normal as far as I know.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the second firing of the device with a gold reload, the surgeon noticed a popping or grinding sound and feeling when firing. When the jaws were opened, the staple line on the specimen side was complete, but there were no staples on the patient side of the cutline. The surgeon used suture to close the segment of the cutline laparoscopically. Another like device was used to complete the procedure. Buttressing material was not being used. Leak testing showed no leaks. The case was completed with no harm to the patient. The patient was left with a drain, which is a departure from the standard patient care.